Event description:
A us distributor returned a monitor and reported monitor was unable to complete detect and treat testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (cannot run detect and treat testing) was isolated to the monitor guide pin being bent. The root cause for the damaged pin was physical abuse. There was no adverse event that resulted from the damaged monitor.